Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. (B)(4). Investigation - evaluation a review of the complaint history, instructions for use (IFU), device history record, documentation, manufacturing instructions, specifications and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as the proper warnings, precautions, and instructions for use. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, the physician was unable to remove the device from the patients body after the inflation of the device. The doctor had to cut the device for it to be released and taken out. No adverse effects to the patient were reported due to this occurrence. We will continue to monitor for similar complaints. Per the quality engineering risk assessment measures have been previously conducted to address this issue.

Event description:
A hysterosalpingography procedure was being performed. After inflation of the device, difficulty was experienced when the physician was unable to remove the device from the patient's body. The doctor had to cut the device for it to be released and taken out. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
A hysterosalpingography procedure was being performed. After inflation of the device, difficulty was experienced when the physician was unable to remove the device from the patients body. The doctor had to cut the device for it to be released and taken out. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.